Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - threads broke off in cup trail when impacting nothing was left inside patient.

Manufacturer narrative:
The reason for this instrument failure was reported as broken thread. The possible time in service for the main contributor component of the complaint is 6 years and 9 months from manufacturer date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review shows fifty-five prior complaints filed against the instrument item number that reports a similar failure. Those are 1 threads damages/galled and 54 broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. RMA examination: the reported instrument was returned to djo and after further examination, the threaded tip of the positioner, fmp acet has broken off into the trial, acetabular shell 60mm fmp. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.